Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a da vinci s gastrectomy procedure performed on (B)(6) 2010, the surgeon noticed that the patient's pancreas was damaged. The surgeon repaired the damaged pancreas and the planned surgical procedure was completed with no system malfunctions. Post-operatively, there was occlusion of the patient's superior mesenteric artery and necrosis of the colon occurred. On (B)(6) 2010, the patient underwent another surgical procedure to resect his bowel. Necrotizing fasciitis occurred after the surgery and the patient passed away on (B)(6) 2010, due to multi-organ failure.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.